Manufacturer narrative:
The stent delivery system was returned for evaluation intact and complete.

Event description:
Procedure performed in the sfa: stent was placed and one segment of the stent would not open. Post dilatation with balloon was unsuccessful in enlarging the constricted space. Description of the segment was that it had the look that a portion of the stent sheath was still around the stent. The would like to have the delivery system evaluated to see if all parts are still intact. No pt injury reported.